Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) has been confirmed. Upon evaluation, the rear response button was non-functional. Upon investigation, the response button switch was not making a connection. The cause of the failure was the open connection. The root cause of the open connection was unable to be positively identified. No adverse event resulted from the defective response button.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the response buttons were defective.